Event description:
Emt reported a patient required professional medical treatment at a time when he attempted, was unable to use the compact plus system because the meter strip drum compartment door would not stay closed. A request was made for the return of the system, replacement was sent.